Manufacturer narrative:
Investigation in process, but not yet completed.

Event description:
It was reported that during use of the device for a extracorporeal membrane oxygenation (ECMO) setup in the neonatal intensive care unit (nicu), that an venous saturation of oxygen (svo2) error occurred on the blood parameter monitor (bpm). The bpm kept reading 100 despite multiple recycle attempts. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.